Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, "textured to smooth. And capsular contracture, baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flow opening. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ double capsule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "textured to smooth and capsular contracture baker grade iii". Healthcare professional reported later "textured implant and ruptured implant". This record is for the right side. Device has been explanted.

Event description:
The device has been explanted and replaced.